Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not secure to the stand. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) cover tray, thumbwheels, and foot kit to order and replace. Device evaluation and repair are pending.